Manufacturer narrative:
The cpu board and user interface (ui) assembly were returned for analysis. The customer complaint was not verified. The returned cpu board and ui assembly passed all testing. There was no fault found.

Manufacturer narrative:
The fse then went onsite for a second time, and reported that the pcba cpu was replaced, however, the issue was not resolved. I was reported that the system was down, and that a ui interface was ordered, and the top assembly needed replacement. A third visit was performed by the fse, and it was reported that the following parts were replaced - top assembly, ui interface, and front bezel. The device then failed the power test, and then a battery failure was observed; the fse noted that the battery would need to be replaced.

Manufacturer narrative:
The service engineer replaced the data acquisition pcba, motor controller pcba, power management pcba, ui interface, and front bezel. It was also reported that to resolve the power fail test, the battery was also replaced. The pm, cpu and ui boards were returned for failure analysis. The customer complaint was not verified. The returned boards passed all testing. There was no fault found.

Manufacturer narrative:
There was no patient involvement when the event occurred. No patient or user harm reported.

Manufacturer narrative:
It was reported that the drpta showed error code 1118 (post) 5 v supply failed). It was noted that the power management (pm) pcba will need to be replaced. A field service engineer (fse) was dispatched, and it was reported that the fse replaced the data acquisition (da) pcba and motor controller (mc) pcba during the initial service call, but the unit was not powering on and the fse was unable to perform any of the required performance verification tests (pvt). The fse then replaced the pm-pcba and was able to execute and pass the following (pvt): electrical safety, high pressure leak, system leak, controls, pressure accuracy, air delivery/flow accuracy, oxygen flow accuracy, oxygen mix accuracy. The fse then reported that the ventilator does not pass the power fail test and is not ready for use. The fse escalated the incident to tech support for further diagnosis and recommendations.

Event description:
It was reported that the drpta showed error code 1118 (post) 5-v supply failed. It was unknown how the issue was found, no patient or user harm reported. It was noted that the pm pcba will need to be replaced. Further information is pending.